Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-aug-2019, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid 15 mg/ml (unknown dose) via an implantable pump for unknown indications for use. It was reported that per the physician, the patient was complaining of a return of symptoms and chronic pain. Diagnostics/troubleshooting performed included a dye study and aspirating the catheter in the operating room (or). The dye study was completed to prepare for replacement and there was no cerebrospinal fluid (csf) return. The physician attempted to aspirate the catheter in the or and no csf return was noted. The old catheter was tied off and left implanted. Actions/interventions taken included placing a new catheter and csf flow was noted. It was further stated that the patient's pump was at elective replacement indicator (eri). The issue was resolved at the time of the complaint and the patient's status was "alive-no injury". The patient's weight and medical history was asked but would not be made available due to legal/confidential reasons.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the cause of the no csf flow was not determined. The catheter was replaced. It was reported the patient was flipped for phase two of the procedure where the old pump was explanted and the pump was discarded at the end.